Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an episode of ventricular tachycardia (vt) which required an external shock to convert. The device is programmed to three tachy zones with the lowest zone programmed as monitor only. The physician wanted a guidant technical services consultant to review the episode to verify device function.